Event description:
The recipient reportedly elected revision surgery due to poor performance. The recipient's device was explanted. The recipient will not be reimplanted.

Manufacturer narrative:
Advanced bionics no longer considers this event reportable. The recipient will reportedly not be explanted at this time. This is the final report.

Event description:
The recipient reportedly elected revision surgery due to poor performance. Revision surgery is scheduled. The recipient will not be reimplanted.